Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), escherichia infection ('infection (other) describe: ecoli infections') and nephrolithiasis ('surgery (other) type of surgery: kidney stone removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight, insomnia, depression, kidney infection, anemia and ankle fracture. Previously administered products included for an unreported indication: oral contraceptive pill. Concurrent conditions included allergic reaction to antibiotics, uterine fibroid, faint, dizziness, pre-syncope, perineal pain and ovarian cyst. In 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("pain/ abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), abdominal pain lower ("severe cramping / abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti's within this time frame and still having these issues"), anxiety ("psychological or psychiatric problems condition: this issues has caused me to have anxiety from always feeling sick and not being able to feel myself again"), malaise ("psychological or psychiatric problems condition: this issues has caused me to have anxiety from always feeling sick and not being able to feel myself again"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("I expressed painful periods") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with docusate sodium (colace), ibuprofen (motrin), oxycodone, oxycodone hydrochloride (roxicodone) and surgery (kidney stone removal and robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, escherichia infection, nephrolithiasis, abdominal pain lower, urinary tract infection, anxiety, malaise, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, escherichia infection, fatigue, headache, malaise, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, pelvic pain, dyspareunia, menorrhagia, nephrolithiasis, migraine. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, uti, e-coli infections, anxiety, feeling sick, migraines , headaches, nausea, kidney stone (removal), dyspareunia,vaginal discharge, fatigue, weight gain, hair loss, abdominal pain & device monitoring procedure not performed were added. Outcome of event vaginal bleeding, menorrhagia & abdominal pain were updated to recovered resolved. Treatment drugs , historical drugs , historical & concomitant conditions were added. Product removal date & indication , patient demographic details & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.